Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
Related manufacturer report number: 1627487-2024-07060, 1627487-2024-07061. It was reported that the patient's lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the both patient's extensions and ipg were explanted and replaced to address the issue. Effective therapy was restored as well as high impedances resolved post-op.